Manufacturer narrative:
Gbo complaint: (B)(4). No samples were received from customer for evaluation. We have no further inventory of the material/batch. A review of quality, production and maintenance records revealed no deviation in relation to the reported error. The complaint can not be determined.

Event description:
Customer states specimens are frequently clotting. Customer advises this has been occurring since the beginning of june and approximately 50 tubes have been clotted. Clotted specimens are being collected at multiple sites. The clotted specimens are being collected with both straight needles and safety blood collection sets. All phlebotomists are trained to invert the edta tubes between 10-15 times. The specimens were filled to at least the minimum line and no photos available. Customer advises they do not have samples of affected lots available for return at this time."